Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported smoke coming from the back of a fresenius 2008t hemodialysis (hd) machine. The hd machine was in heat disinfect mode when a burning smell was noticed, followed by a small cloud of smoke. There were no sparks or flames, and the biomed confirmed the fire alarm did not go off. The machine was subsequently unplugged and rolled outside. During evaluation of the machine, a flow inlet error occurred. In addition, valve 103 was found to be melted. It was confirmed that there was deaeration pressure but no loading pressure. The biomed changed valves 100, 103, 104, and 25. However, the machine still showed a flow inlet error. The biomed tried replacing the interface board and the bibag module board (and cable). This still did not resolve the problem. The biomed then tried replacing valve 103 again, and this time it fixed the machine. The biomed said there is a technician at the facility who is known for holding onto bad parts, and the biomed suspected that the first valve 103 they used as a replacement was ¿no good¿. The machine had 30,155 hours logged at the time of the event. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed confirmed the machine was returned to service. Both 103 valves were discarded; no sample was available for manufacturer evaluation. No photos were available. There was no patient involvement associated with the reported event.

Event description:
A user facility biomedical technician (biomed) reported smoke coming from the back of a fresenius 2008t hemodialysis (hd) machine. The hd machine was in heat disinfect mode when a burning smell was noticed, followed by a small cloud of smoke. There were no sparks or flames, and the biomed confirmed the fire alarm did not go off. The machine was subsequently unplugged and rolled outside. During evaluation of the machine, a flow inlet error occurred. In addition, valve 103 was found to be melted. It was confirmed that there was deaeration pressure but no loading pressure. The biomed changed valves 100, 103, 104, and 25. However, the machine still showed a flow inlet error. The biomed tried replacing the interface board and the bibag module board (and cable). This still did not resolve the problem. The biomed then tried replacing valve 103 again, and this time it fixed the machine. The biomed said there is a technician at the facility who is known for holding onto bad parts, and the biomed suspected that the first valve 103 they used as a replacement was ¿no good¿. The machine had 30,155 hours logged at the time of the event. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed confirmed the machine was returned to service. Both 103 valves were discarded; no sample was available for manufacturer evaluation. No photos were available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.